Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified that the header is firmly attached to the pacemaker casing. All seal plugs are present. No holes were noted in the seal plugs. All setscrews move freely. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker exhibited an accelerated battery consumption. The pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited an accelerated battery consumption. The pacemaker device was explanted. No additional adverse patient effects were reported.